Manufacturer narrative:
The device was received for evaluation. During functional testing, ''second button top of keypad defective" was reproduced . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be second soft key from left was working intermittently .the keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of defective second top button in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "'second button top of keypad defective" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the second from left softkey was working intermittently. The keypad is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.